Event description:
It was reported that a patient with a ventricular assist device (vad) experienced worsening heart failure symptoms, which led to hospitalization. The patient exhibited weight loss, dehydration, right heart failure, syncope without loss of consciousness, a fast heart rhythm with a heart rate around 70 bpm, low sodium, and low creatinine. During a routine consultation, vad parameters were reported as fine despite worsening heart failure symptoms, with the atrial valve not open and the right heart in worsening condition. Excessive diuretic use was considered likely. Diagnostic tests and imaging conducted included electrocardiogram, echocardiogram, computed tomography scan, blood pressure measurement, cardiac markers (which were negative), and review of log files. Medical interventions included modification of therapy by reducing diuretics and initiating hydration. The patient remains alive with injury. The vad remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue. Analysis of the autologs report revealed no anomalies within the analyzed period. Of note, raw log files were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, syncope and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.